Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. The lesion being treated was located in the right coronary artery (rca). The patient was brought back as they were suffering chest pain. Angiography identified an aneurism at the distal end on the implanted 'taxus' stent. The stent was thought to be sized correctly. It is unknown if further intervention was performed. Patient status reported as "stable". Additional info was requested, but not provided.

Manufacturer narrative:
It is unknown whether the stent is a taxus express2 paclitaxel-eluting coronary stent system or a taxus liberte paclitaxel-eluting coronary stent system. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.